Manufacturer narrative:
(B)(4).

Event description:
It was reported when asymptomatic patient presented to the clinic during a follow-up, the device was found in backup vvi mode. The patient had not been exposed to any electromagnetic interference source. The issue was resolved and after a device download was installed. The patient condition was stable before, during, and after the download was installed.